Event description:
It was reported that the patient faced that the abdomen has a lot of scar tissue on (B)(6) 2026 which causes high blood glucose. The high blood glucose was 325 mg/dl and treated with insulin injection.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: united states based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380